Event description:
Increasing pain and almost constant swelling in back after implant of device. Both legs have problems: numbness, pain, quit working for no apparent reason, constant tingling along right leg and when touched sends pain to back. It feels like a zillion needles hitting at once. Back has made loud pop, with excruciating pain. Could not sit down-get up-walk without help. Second time 2 wks after 1st pain just as bad and still fell without help.